Manufacturer narrative:
(B)(4)

Event description:
It was reported by the doctor that the iuniht screw fractured. Doctor was able to remove the fracture portion from the implant and returned both parts.

Manufacturer narrative:
One certain titanium hexed screw was returned for inspection. A visual inspection revealed that the screw was fractured at the middle of the threaded region. The drive feature is worn but functional. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints found against this lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain titanium hexed screws, it is recommended to torque at 20ncm. A singular cause could not be determined. The following sections have been updated. (B)(4).